Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 51 mg/dl at the time of the incident. The customer was between 119 mg/dl and 65 mg/dl at the time of the call. The customer has been using the auto mode on the pump since (B)(6) 2017. The customer used food and orange juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was functioning properly. The insulin pump was received with minor scratched lcd window and scratched around casing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.